Event description:
The customer contact reported device breakage. Subsequently, a leak was noted. The primary tubing set was being used to deliver 5% dextrose in water, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the male adapter of a needleless connector of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for piggyback delivery of 142.8 mg of oxaliplatin. The customer contact indicated that the secondary tubing set remained clamped in the closed position. At this time, it was reported that the nurse indicated that the connection was resistant. The customer contact reported that the nurse used more force to tighten the connection of the male adapter and the clave secondary port. At this time, the customer contact reported that an unspecified volume of 5% dextrose in water leaked from the semi-rigid adapter on the cassette of the clave secondary port of the tubing set. The primary tubing set was replaced and the therapy was resumed. There was no reported adverse patient effects and no reported delay of therapy critical to this pt. No add'l info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.